Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: a maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to be clean. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No visual anomalies were noted to the device. The distal tip of the stylet was examined under microscopic magnification and the tip was found to be dulled. Due to nature of complaint, functional testing was not performed. Therefore, the investigation is inconclusive for the reported difficult to insert and reported difficult to remove as the condition of use cannot be replicated. However the investigation is confirmed for the identified dull needle as under microscopic magnification, the distal tip of the stylet was found to be dulled. The distal tip dull may contributed to reported difficult to insert and reported difficult to remove. However, a definitive root cause for the reported difficult to insert, reported difficult to remove and identified dull needle could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle allegedly didn't penetrate the tissue properly and didn't come out. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the needle allegedly didn't penetrate the tissue properly and didn't come out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.